Event description:
End user states she was using the walker and started to lose balance so she grabbed the walker to catch her fall. The unit slid away from her, causing the walker to hit the wall and the leg to break away from the frame; the end user continued to fall. End user states she has a hip implant and has to go to the doctor to make sure the hip implant was not damaged. End user states she has some bruising by her ankle and is very sore and was instructed by her doctor to keep icing the sore areas.